Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the rep met with the patient on (B)(6) 2020 for an annual system check and when impedances were checked, electrodes 0-7 were out of range and above 40,000 ohms. No factors or circumstances could be identified to explain the high impedances. Since the 0-7 electrodes were not being used in programming, they did not have to take any actions to address the high impedances however, the issue was not resolved. No symptoms were reported. No further complications were reported or anticipated.